Event description:
Procedure: lobectomy. According to the reporter: two or three days after the surgery, air leakage occurred. The pt's status was reported as under observation.

Manufacturer narrative:
.